Event description:
In 2008, the lay user/reporter contacted lifescan (lfs) alleging that the one touch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation since medical affairs specialist (mas) was unable to contact the patient to obtain additional information. About 12 days prior, at 9 pm, the patient claimed that she obtained a "142 mg/dl" blood glucose reading on the subject meter. The patient claimed that her normal blood glucose reading in the evening should be about "94-110 mg/dl". During the alleged meter issue, the patient reportedly felt symptoms of "low blood sugar and sweaty". The patient's husband took her to the emergency room (ER) at around 9 pm that same evening due to the patient's reported symptoms. She was tested on the ER meter and reportedly obtained a "low" reading (patient can't recall exact readings) and she was reportedly treated with IV fluids. According to the patient, her blood glucose was monitored until it reaches the normal level and then she was discharged from the hospital that evening. At the time of troubleshooting, it was verified that the correct testing technique was used. The correct unit of measure was set: mg/dl. The technique for cleaning the puncture site was not correct. The patient's products are being replaced. This complaint is being reported due to the following conclusions: the patient claimed that she obtained an allegedly inaccurate high reading on the subject meter and was reportedly treated in the ER for hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.